Event description:
The company was informed that the patient experienced loss of lock. Programming adjustments were made, however this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.